Event description:
The colonovideoscope was sent to olympus service center with the customer concern of a suspected lens scratch, it was unknown when the event occurred. There was no report of patient or user harm associated with the event. Subsequently the device was evaluated and olympus staff discovered foreign matter clogging in the nozzle. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer did not know what the foreign material was. There was no delay to starting precleaning, the air/water nozzle was flushed with air and water, the nozzle was wiped/brushed, and the nozzle was flushed with a detergent solution during reprocessing. The device was returned to olympus for evaluation, the customer¿s allegation of lens scratch was due to distal end defects (including lens and cover). The following events were identified during inspection and are as follows: (a.) Due to wear of angle wire, bending angle in up direction does not meet the standard value, (b.) Due to wear of angle wire, the play of up/down (u/d) knob is out of the standard value. (C.) An abnormal sound is made due to damage on u/d knob, (d.) Adhesive on the bending section cover or distal end (a-rubber) has a chip, (e.) Adhesive on a-rubber has a crack, (f.) Adhesive on a-rubber has white-clouded area, (g.) Due to clogging of nozzle, water removal ability does not meet the standard value, (h.) The switch box has a scratch, (I.) The switch 2 button has a cut, the control unit is damaged, (j.) Adhesive around the objective lens is peeled, (k.) The grip was shaved, (l.) The control unit was damaged, (m.) Adhesive around the light guide lends was peeled, (n.) The plastic distal end cover had a dent, (o.) And the connecting tube had a scratch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although the defects found during evaluation were confirmed, the foreign material in the nozzle could not be specified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the nozzle could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.